Event description:
Information received with return of the explanted device notes a high current drain and high battery impedance. The patient was in atrial flutter and wasn't feeling well. Several unsuccessful attempts to terminate the tachycardia were made prior to the download. The download was completed but the current drain and battery impedance remained high. Therefore, the device was replaced.